Event description:
Hold for mg 3.4.2022it was reported that a patient experienced a dental implant loss. Due to the covid-19 situation and the resulting workload we were not able to process warranties within the 5 day time frame.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.